Manufacturer narrative:
Follow-up information received on 04-aug-2015 from consumer: the consumer´s date of birth was (B)(6) 1975 (she was (B)(6)). Her weight was (B)(6) and height was (B)(6). She had a drug history of non-hormonal iud. Relevant medical history or concurrent conditions were denied. Essure was inserted on (B)(6) 2014 with lot number c03090. It was inserted 7 years after her pregnancy. After insertion, depo-provera and birth control pills were used as back contraception. On (B)(6) 2014, hsg was done and essure coils were in place. In (B)(6) 2014 she started experiencing continuous bleeding, weight gain, bloating, hair loss, swelling of joints, joint pain, numbness of hands and feet. Physician was seen due to these symptoms and essure and hormones were mentioned as diagnosed. No treatment was provided. On (B)(6) 2015, hysterectomy was done and essure was removed by laparoscopy. During surgery, coils were found intact in fallopian tubes. The events stopped after surgery and she recovered from removal procedure. Pathology results were not provided. She believed that continuous bleeding was caused by essure. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later started experiencing continuous bleeding. She underwent a hysterectomy with essure removal and after the surgery the event stopped. The previously reported event total hysterectomy to have essure removed was deleted since the reason for the hysterectomy was provided on follow-up. Event continuous bleeding, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported event, and considering that the event stopped after essure removal, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident due to required intervention (hysterectomy and essure removal). The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is expected.

Manufacturer narrative:
Follow-up information received on 13-nov-2015: follow-up attempts were done with no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
The patient's past medical history included pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: hysterosalpingogram result was coils were in place. In (B)(6) 2014: x-ray result was device was properly in place. Most recent follow-up information incorporated above includes: on 5-feb-2017: legal claim received. New events added. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and 3 months later started experiencing continuous bleeding. Seven months after insertion, she underwent hysterectomy and bilateral salpingectomy with essure removal and after the surgery the event stopped. The previously reported event total hysterectomy to have essure removed was deleted since the reason for the hysterectomy was provided on follow-up. Event continuous bleeding, interpreted as genital bleeding, is serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship, nature of the reported event, and considering that the event stopped after essure removal, causality with essure cannot be excluded. Additional non-serious events were reported. This case was regarded as incident since device removal was required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5040839) in united states on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number c03090. It was reported that consumer had to have total hysterectomy to have essure removed. Follow-up received on (B)(6) 2015: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c03090; production date: 04-dec-2013; expiration date: 31-dec-2016. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had to have total hysterectomy to have essure removed. The reported event was considered serious, due to medical importance and is listed in essure's reference safety information. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, although the exact reason for essure removal was not specified, since reporter regarded the event as a consequence of essure use, a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit as based on this report. Further information is being sought.